Event description:
Patient's mother contacted dexcom technical support on (B)(6)2015 to report intermittent audio output on (B)(6)2015. Patient's mother tested the alert functionality and the reported alerts were functional. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).